Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, a zoll medical representative went onsite to the customer's facility to evaluate the device. The malfunction was duplicated and attributed to a faulty multi-function cable. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device failed to charge energy. Complainant indicated that there was no patient involvement in the reported malfunction.